Manufacturer narrative:
(B)(4). This lead is not expected to be returned. If the product is returned and analysis is performed this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product. An additional left lateral thoracotomy was needed. No additional adverse patient effects were reported.